Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the electronics. The device was unable to be verified for low battery life due to the blank display. The pump was also received with minor scratches on its display window and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. The customer stated her battery was low so she changed it but the display would not come on. The customer was sent a replacement battery cap and troubleshooting was initiated for the blank display. The battery compartment and its corresponding component appeared neither damaged nor corroded. However, the display did not return after troubleshooting was completed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.